Event description:
Biomedical technician reported an overinfusion that occurred on a pcall pump in 2007. The risk manager reported that the pump was programmed to administer demerol and the dosage was 10 mg every 10 minutes. The pca was programmed for a 150 lockout. As a result of the overinfusion of demerol the patient received narcan 0.4 mg; approximately 3 doses. The patient was released form the hospital on two days later. Additional information provided by the risk manager indicated that it is believed that the nurse may have misprogrammed the pump.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 24, 2007. The facility refused to send the pump to baxter for evaluation but has hired a third party to perform the evaluation. The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.